Event description:
The customer reported that during an rf ablation procedure, a burn to the pt occurred. The burn was identified as 3rd degree and a skin graft may be required. On liter of artificial pleural effusion was injected and the needle was inserted from the right rib to s6 using (B) (6) metal guiding needle. During the procedure, the doctor felt that the needle was hot. A burn was found at needle-insertion site, and the procedure was stopped. According to the customer, the state of the burn site will be observed for two weeks and then, it will be considered if a skin graft will be necessary.

Manufacturer narrative:
(B) (4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a f/u report will be submitted.